Event description:
The facility reported that the tube had a pinhole leak in it. There was no patient impact due to the leak. Sales rep did not think they switched the tube out for another one. Event date: december 2013 (exact day unknown). Procedure: thyroidectomy.

Manufacturer narrative:
(B)(4). Product has been returned, analysis is expected. Method - no testing methods performed (B)(4).